Event description:
No information. Updated as "the physician reported as rupture of the catheter".

Manufacturer narrative:
Strain relief. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model and serial number. The information has not yet been received by allergan. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."